Event description:
The account alleged the bed is lowering intermittently by itself and the hi-low up button is not working on the right side rail. No patient impact.

Manufacturer narrative:
The technician found the head right user control module cable is pinched, and the weight frame junction board is not operating properly. The weight frame junction board and the head right user control module cable were replaced to resolve the issue.